Event description:
It was reported that the customer changed the set and she is in pain. Customer's blood glucose level was 370 mg/dl. Customer stated that she feels pain in her legs and in her hands. Customer did not contact their health care professional for high blood glucose levels. Customer treated with the pump. Customer was advised to monitor blood glucose levels. Customer was still at work and was unable to troubleshoot. Customer ran a manual prime and the insulin did exit the tubing. Customer was advised to not put cold insulin in the pump. Customer is at work and did not have a set change. Customer mentioned that they found an air bubble. Customer stated that she had a replacement pump. Customer had a no delivery alarm, but she does not want to run the test. Also, customer had bent cannulas. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).